Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the upper and lower cases were broken, the two side bail covers were broken and missing, the battery release and battery drawer were contaminated, the battery contacts were compressed, one side bail was missing, the keyboard pad was cosmetically scratched, and the liquid crystal display (lcd) was out of specification.

Event description:
It was reported the device would not atrial pace without ventricular pace. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.